Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc2vr01-delsys] (serial: mvr632102e). D9: yes, return date: 27-mar-2026 h3: yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft was bent. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was kink/buckled at 5 cm from the distal end of the delivery system. The outer shaft was bent at 5 cm from the distal end of the delivery system. The device was able to be deployed with resistance, the device was able to be pulled by the tether to the recapture cone with resistance, the device was able to be fully recaptured in the device cup without resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6)). D9: <(><<)>yes, return date: 27 mar 2026> h3: <(><<)>no>. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) delivery system was twisting while trying to deploy the ipg and forward pressure could not be maintained, which lead to poor deployments and ultimately a failed implant. The leadless ipg was attempted/not used. No patient complications have been reported as a result of this event.